Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
A customer reported seeing a leak under the cell-dyn 3200 instrument, which was isolated to a detached peristaltic pump tubing (ppt). The customer re-assembled the ppt and proceeded to turn on the instrument and observed visible smoke coming out of the instrument. The customer immediately turned off the instrument. Field service was requested. During the service visit, it was determined that the ethernet connector (on the cable connected to the barcode reader on the sample loader) was damaged due the liquid that had leaked from the ppt. Field service did not observe smoke and disconnected power to the sample loader. At the customer's request, no replacement or reconnection was made for the cable or sample loader as the customer did not intend to use the sample loader component of the instrument. The ppt was already reconnected by the customer. The cell-dyn 3200 system operator's manual was reviewed and was found to adequately address the issue. As part of the daily start-up routine, the operator is instructed to check the peristaltic pump tubing for breaks, crimps, or other obstructions. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a deficiency.

Event description:
The customer stated that a leak was noted under the celldyn 3200 analyzer and the area on the left side of the analyzer by the exhaust fan smelled hot. The customer discovered that the peripump tubing was detached. The customer re-assembled the tubing and powered on the analyzer. Visible smoke was seen. No injury was reported.

Manufacturer narrative:
A customer reported seeing a leak under the cell-dyn 3200 instrument, which was isolated to a detached peristaltic pump tubing (ppt). A field service representative (fsr) re-assembled the ppt and proceeded to turn on the instrument and observed visible smoke coming out of the instrument. The fsr immediately turned off the instrument. The fsr performed the needed troubleshooting and returned the instrument to an operable status. The cell-dyn 3200 system operator's manual was reviewed and was found to adequately address the issue. As part of the daily start-up routine, the operator is instructed to check the peristaltic pump tubing for breaks, crimps, or other obstructions. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a deficiency.